Manufacturer narrative:
Address (B)(6). The subject device was returned to the service center olympus for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported when fg-v451p (retrieval basket) was passed through the forceps channel of jf-260v, it did not protrude from the forceps channel. The device was replaced with a flower basket. The issue occurred during a therapeutic procedure. The intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for an evaluation. During the evaluation, the reported event could not be reproduced. A visual inspection of the device did not find any problems related to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 16 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to the endo therapy accessories were inserted with a tight angle, or the forceps elevator had a large rise angle and led to the suggested event. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: IFU states as follows: ¿if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly." Olympus will continue to monitor the field performance of this device.